Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01557. This report is being submitted as additional information. Approximate age of device - 1 years, 2 months. A specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, evaluation of the system data revealed that the system appeared to be operating as intended. The hmii lvas instructions for use(IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and contains information regarding pump speed, power, flow, and pulsatility index. Care instructions in regards to preventing infection are outlined in various sections of this document. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Not returned.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018 for a percutaneous lead (driveline) infection. The patient was discharged on (B)(6) 2018 with oral antibiotics (doxy) for 4 weeks with follow up appointment for incision and drainage in two weeks. No additional information was provided.